Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a frequent/persistent occlusion alarm issue. It was reported the patient's blood glucose was 306 mg/dl with excessive urination. The reported health event does not qualify as a serious injury. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1: date of submission 03/21/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: occlusion alarms were observed in the black box; force at time of occlusions is high. Rewind, load cartridge, and prime steps performed successfully with no alarms. A force sensor calibration test confirmed sensor is detecting correct force at 5lbs. The pump was exercised for 24 hours with no occlusions occurring. The battery compartment is cracked from bottom traveling to bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.